Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had over delivery and low blood glucose level. The blood glucose level was 69 mg/dl at the time of incident and 121 mg/dl was current blood glucose. Patient has treated with food and glucose tablets. Customer reports insulin pump system has not been in use within 48 hours of reported low blood glucose event. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. Customer mother's also stated reservoir is showing more insulin than what is shown on the status screen. Customer was assisted with troubleshooting. Customer report proceeding in troubleshoot per customer alleging possible pump over delivery. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test. No over delivery anomalies noted during testing.